Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Blood - skin [skin haemorrhage]. Jabs in the face/injury - skin [skin injury]. Toothbrush head comes off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that while brushing his teeth, the oral-b toothbrush head came off and the spinning, metal pin jabbed him in the face, drawing blood. No serious injury was reported. 03-oct-2024 follow up via e-mail: the suspect product lot was 1 ab 113 20659. The malfunction also happened with previous oral-b toothbrush heads. No serious injury was reported. 03-oct-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3756. The concomitant product was oral-b power oral care refills crossaction eb50. No serious injury was reported. 07-oct-2024 follow up via digital safety assessment survey: the 62 year old male consumer reported that he cleaned the area as treatment, especially when the injury drew blood. No serious injury was reported.

Event description:
Blood - skin [skin haemorrhage]. Jabs in the face/injury - skin [skin injury] toothbrush head comes off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that while brushing his teeth, the oral-b toothbrush head came off and the spinning, metal pin jabbed him in the face, drawing blood. No serious injury was reported. 03-oct-2024 follow up via e-mail: the suspect product lot was 1 ab 113 20659. The malfunction also happened with previous oral-b toothbrush heads. No serious injury was reported. 03-oct-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3756. The concomitant product was oral-b power oral care refills crossaction eb50. No serious injury was reported. 07-oct-2024 follow up via digital safety assessment survey: the 62-year-old male consumer reported that he cleaned the area as treatment, especially when the injury drew blood. No serious injury was reported.

Manufacturer narrative:
04-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.